Event description:
It was reported "on (B)(6) 2024, the swg was found kinked during use on different patients with five consecutive cases. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00975, 3006425876-2024-00974, 3006425876-2024-00973, 3006425876-2024-00972, and 3006425876-2024-00971.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was confirmed by the photo. The image shows a guide wire partially advanced through a catheter with several kinks evident in both components, however, a complete visual inspection could not be performed to determine the cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of kinked guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guide wire partially advanced through a catheter with several kinks evident in both components, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2024, the swg was found kinked during use on different patients with five consecutive cases. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00975, 3006425876-2024-00974, 3006425876-2024-00973, 3006425876-2024-00972, and 3006425876-2024-00971.

Manufacturer narrative:
(B)(4).